Event description:
Procedure: cholecystectomy. Reportedly, on the 1st seal had some bleeding (25ccs) from the distal end of the seal. The dr was able to finish the case. The pt is most likely above 50 yrs. The condition of the pt's tissue. Unfortunately, the hand instruments are not available for examination.